Event description:
Information received indicates the bed is drifting down from the high position.

Manufacturer narrative:
The technician cleaned and degreased the hi-low drive brake assembly to repair the bed.